Manufacturer narrative:
Retainer ring black customer returned pump for alleged unexpected battery power loss found on (B)(6) 2021. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and moisture was found on pcba 1 j7 connector. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and minor scratches on lcd window. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range due to the backup battery dropping below 3.6v unexpectedly triggering a replace battery alarm on aug 27, 2021 at 21:00 as well as aug 28, 2021 at 22:00 due to moisture damage on pcba 1. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. In summary, customers alleged unexpected batter power loss was confirmed as well as a unexpected replace battery alarm due to moisture damage on pcba 1, causing the backup battery to drop below 3.6v temporarily, triggering those alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. There was second occurrence of replace battery now alarm or off no power alarm without prior low battery alert. Customer stated that they had to replace battery everyday. There was red light on the back button. The battery cap was not loosed, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.